Event description:
Per the clinic, the patient experienced infection at the abutment site and subsequently, was treated with antibiotics (specific type, date and duration not reported).

Manufacturer narrative:
This report is submitted on february 14, 2023.